Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt experienced blurry vision and was told by her ophthalmologist that the lens optic was tilted. The pt was scheduled for a yag procedure. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.